Event description:
It was reported by the customer's mother that the customer had high blood glucose levels. Customer's blood glucose level was reported at 535 mg/dl. After trouble shooting the customer stated no delivery may have occurred with their insulin pump due to air bubbles in tubing. Customer is manually injecting insulin to treat high blood glucose levels and will call again if problems persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.